Event description:
Rn was squeezing the cardinal infant heel warmer to activate the warming chemicals and it burst, spewing the contents all over her and another nurse. Rn got it on her skin and said it burned for a few minutes but did not leave any lasting marks. The defect on the heel warmer package was that it split from the top. Although no other incidents have occurred to date, there is a concern about possible defective packaging.